Event description:
It was reported that after injection of the ophthalmic viscoelastic material (healon5 pro) a small particle of plastic was observe in the patient's operative eye. No patient injury was reported. There was no medical or surgical intervention required. The patient has reportedly fully recovered. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not available. Implant date: if explanted; give date: not applicable as healon5 pro is not an implantable device. Explant date if explanted; give date: not applicable as healon5 pro is not an implantable device initial reporter name and address: phone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.